Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".

Event description:
A report was received on 23 nov 2021 from the staff nurse regarding a patient with unspecified pathology, where the cartridge luer broke at the connection to the central venous catheter during a hemodialysis treatment on (B)(6) 2021. There was no adverse impact to the patient and no medical intervention was required.